Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic punch did not activate. Aortic cutter did not cut when surgeon pressed down on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic punch did not activate. Aortic cutter did not cut when surgeon pressed down on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cutter and the needle of the cutter. The safety lock was disengaged and the actuation button was fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the casing. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle, therefore we are unable to confirm the reported complaint "failure to cut".

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic punch did not activate. Aortic cutter did not cut when surgeon pressed down on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.